Manufacturer narrative:
Device monitored for several days and no blank display noted. Unable to perform operating currents due to unresponsive buttons and moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement and self test due to unresponsive buttons. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated the device shows no signs of physical damage however the insulin pump was blank after being exposed to ocean water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.